Event description:
Towel lint issue. Some was drawn up into syringe.

Manufacturer narrative:
It was reported that there is a towel lint issue. Some was drawn up into syringe. There was no patient effect however, the lint keeps appearing in these packs. Medline notified immediately. Requesting credit. No longer using packs with these towels in them. Exploring potential switch to lint-free towels. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.